Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred post-operatively following a sleeve gastrectomy. The hemostatic compress was used at the level of the splenic pedicle of the patient. After several days, an abscess formed with an underlying vascular break with inflammation. The device was not alleged to be the source of the abscess. The patient was transferred in ICU. The patient expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred post-operatively following a sleeve gastrectomy. The hemostatic compress was used at the level of the splenic pedicle of the patient. After several days, an abscess formed with an underlying vascular break with inflammation. The patient was transferred in reanimation. The patient expired.